Event description:
This patient underwent a second pump exchange due suspected thrombus approximately one and a half weeks after the previously reported exchange. While the patient was reported to be hemodynamically stable, there was evidence of hemolysis and elevation of estimated vad flow. Upon explant, the surgeon noted a piece of tissue on the impeller. They also suspect heparin resistance as activated clotting times both intra and post-operatively remained below 350 despite multiple doses of heparin. The patient underwent chest closer at a later date and recovery was complicated by the need for a hemicolectomy. As of the date of this report, the patient has been extubated. The site has indicated that the pump will not be returned to the manufacturer for evaluation as they believe that the event was unrelated to the heartware device and related to the patient's anticoagulation.

Manufacturer narrative:
The site has indicated that the pump will not be returned to the manufacturer for evaluation since they believe that the event was unrelated to the heartware device. Review of the manufacturing documentation confirmed that the device met all requirements for release. Controller log files associated with the event and associated with (B)(4) were not provided despite multiple attempts to acquire them. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Product not available for return.